Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The health care provider (hcp) reported the patient had an altered mental status "upon admission yesterday&#56224;the hcp called to discuss MRI head only guidelines. The hcp mentioned "altered mental status" which could be a symptom. There were no device issues alleged. The patient's medical history includes post lumbar laminectomy syndrome. If additional information is received, a supplemental report will be submitted.